Event description:
It was reported that the patient was shocked thirty-three times inappropriately, after which the device indicated that the battery was depleted. Technical services was asked to review the data, and they found lots of the recorded episodes included noise, oversensing and pacing inhibition on the right ventricular (rv) lead. A magnet was placed to stop the shocks, and the device was turned off. The patient was reportedly somewhat traumatized due to the multiple shocks. It was later discovered that the rv lead was fractured. The rv lead was replaced due to product performance issues, and the device was replaced for normal battery depletion. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).